Event description:
It was reported by the aci sales professional that a (B)(6) male with a history of coronary artery disease (cad) underwent a diagnostic left heart catheterization procedure on (B)(6) 2011. Access to the common femoral artery (cfa) was obtained via a 6f procedural sheath. A pre-procedural femoral angiogram revealed a small amount of plaque. Post procedure, the physician who is a trained user of the mynx, chose the device for femoral arterial closure. Reportedly, the balloon was prepped with 50/50 contrast and saline solution. It was reported that the physician inserted the device and then inflated the balloon. Upon balloon retraction against the arteriotomy, which was visualized under fluoroscopy, the balloon lost pressure. The device was pulled out through the procedural sheath. The physician converted the patient to 15 minutes of manual compression and successful hemostasis was achieved. The patient was assessed post closure for distal pulses and the patient remained free of complication. No further information was provided.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the cause of the reported event could not be determined. The review of the lhr (lot f1109701) did not exhibit any issue that suggests the device may have caused or contributed to the reported incident.